Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred because the pins inside the video connector sockets were bent. However, while the device malfunction was confirmed, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center pins on the inside of the area where the paddle gets placed were bent. And the paddle did not connect properly. The issue occurred, during reprocessing. There were no reports of patient harm or injury.